Event description:
The customer reported a leak occurred when using the coulter® hmx hematology analyzer with autoloader. The leak was described as less than 1 ml of clear fluid and contained within the instrument. The instrument was generating white blood cell (wbc) voteouts (non-numerical error condition) and incomplete differential results on patient samples. The customer was wearing gloves, eyewear, and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the leak originated from disconnected tubing from port 6 on the blood sampling valve (bsv) connected to the peltier. The fse replaced the tubing resolving the leak, wbc (white blood cell) voteouts, and incomplete differential results. (B)(4).